Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient "often" experience peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the events. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was not recovered. Action taken with pd therapy was not reported. No additional information is available.